Event description:
It was reported that the event was grade ii cystocele. It was noted that the outcome was resolved without sequelae on (B)(6) 2012. It was noted that the interventions included surgical treatment. It was noted that there was cystocele plication. It was noted that the etiology was new illness or injury. It was noted that symptoms included bulge through introitus with pain and discomfort. It was noted that the event resulted in in-patient hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v302550, implanted: (B)(6) 2009, product type lead. (B)(4).